Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion, downstream occlusion and air in line alarms with their chemotherapy infusions. There was no known patient injury or medical intervention associated with this event. No additional information is available.